Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a bolus delivery stopped. The customer¿s blood glucose level was 9.9 mmol/l. The customer stated that the pump bolus delivery stopped again. The customer had bolus delivery stopped alarm multiple times in the month. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Device passed displacement test and self test. Multiple manual boluses were program and delivered. No unexpected bolus stopped alarm noted during testing. Device functioning properly.